Manufacturer narrative:
The customer did express she was hospitalized but the medtronic product did not contribute to a reportable serious injury or to a reportable malfunction. The customer was reporting that the sensors were expired and this is not a reportable event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized. The customer reported that they found that the sensor was already expired after getting out of hospitalization. The sensor will not be returned for analysis.